Manufacturer narrative:
(B)(4). Additional investigation summary: it was received for analysis an empty opened foil and a winding former with three undispensed needle/sutures in slot # 1 to 3 of product code pdpb765d, lot mmm925. The product code is control release and required eight strands per packet. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. In addition, the needle and suture that failed was not received. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2019. During surgery, the surgeon felt that the suture was detached from the needle too easily during use. Another like device was used to complete the procedure. It was a control release needle. There were no adverse patient consequences reported.